Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower drawer was failing, making clicking sounds and would not fully open. The customer reported that they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 door was failed. A field service engineer (fse) had resolved the issue by replacing the latch assembly on tower doors 1, 2, 3, 4 and verified proper functionality. The system functioned as intended after the field service engineer repaired the device.